Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator and had premature battery depletion. It was also reported that the patient heard a beeping from their device approximately one month prior to the replacement procedure. The device has been removed and replaced. No patient complications have been reported as a result of this event. It was further reported by the patient emailed the manufacturer and stated that the device was "defective" and did not last as long as it was supposed to last. No patient complications have been reported as a result of this event.